Event description:
The lay user / pt contacted lifescan (affiliate) on february 7, 2007 alleging high readings on his one touch ultra meter. A medical affairs specialist (mas) sent follow up questions and obtained the following information: a normal blood glucose reading for the pt is between 70-160 mg/dl and he tests his blood glucose three times a day. Since february 2, 2007 - february 4, 2007, the pt claims he had obtained elevated readings. He also alleges that on february 4, 2007 he obtained an elevated meter result while he was experiencing a hypoglycemic episode. On february 4, 2007 at 9:17 am the pt was asymptomatic and tested his blood glucose and obtained a 340 mg/dl. He took 22 units of humalog based on a sliding scale. If his blood glucose is above 250 mg/dl he is supposed to take an extra 2 units of insulin. He took an additional 2 units for breakfast on his own because the result was higher than he expected (he is rarely above 200 mg/dl). He ate a light breakfast (75 grams of buttered piece of bread and chocolate milk). Around 13:30pm he had symptoms of trembling and did not test his blood glucose. He ate one piece of sugar and tested his blood glucose at 12:56 pm and obtained a 254 mg/dl. Based on the meter result he treated himself with 16 units of humalog. He ate lunch at 1:00pm (does not recall what he ate) and claims his symptoms went away after eating lunch. He did not retest his blood glucose until 7:24 pm and obtained a 279 mg/dl and took 17 units of humalog insulin and 18 units of lantus insulin. Pt did not experience any symptoms at the time of testing. He did not seek any medical attention or contact his physician due to the event. Pt claims he does not experience any symptoms when his blood glucose is elevated; however, experiences trembling and sometimes feels dizzy when he experiences hypoglycemia. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done since the pt did not have any control solution. Customer care advocate (cca) sent the pt a replacement meter. This complaint is being reported since the pt alleges he became hypoglycemic after he took additional insulin based on the meter reading and felt better after he ate lunch.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.